Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for complex regional pain syndrome type ii and spinal pain reported they woke up the morning of (B)(6) and something was odd as they didn't feel the zing they had been feeling prior to this, and thought the implantable neurostimulator (ins) turned off by itself which had happened once before in the summer of 2016, but was never confirmed using the programmer. It was confirmed the consumer hadn't recently used the patient programmer (pp) or the recharger, the ins was fully charged, there was no recent emi exposure, and there were no traumas or falls. The consumer then used the ins on button to check the ins resulting in the ins turning on and feeling therapy again.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.